Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero extension set was separating. The following information was received by the initial reporter with the following: it was reported by the customer that received reports of broken trifuses and have some for return. Breakage is occurring at the luer lock connection and disconnections of the bonded needleless valve.

Manufacturer narrative:
Two photos were taken by the customer. One photos confirms the complaint of separation of the maxzero needless connection from the tubing. A quality notification was sent to the manufacturer. The pictures do not verify any additional damage to the component and due to no sample being received, no further investigation can be done on the reported damage. From the manufacturer's investigation, the potential root cause of separation between tubing and maxzero could be related to an incorrect solvent application by the assembler or issues with the solvent dispenser. A quality alert was generated on jul 29, 2025, to communicate the customer complaint and reinforce the correct solvent application. A device history record review could not be performed because a lot number was not provided by the customer.